Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, change sensor alert or sensor updating alert noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date 16-oct-2024. Please see below for the first 10 boluses listed on the event date 16-oct-2024 in the pump history file. 10/16/2024 00:03:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/16/2024 00:08:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 10/16/2024 00:13:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/16/2024 00:18:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) 10/16/2024 00:23:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 10/16/2024 00:28:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/16/2024 00:43:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/16/2024 00:48:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 10/16/2024 00:53:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) 10/16/2024 00:58:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date 16-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 16-oct-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-oct-2024 in the pump history file. 10/10/2024 09:09:51.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/10/2024 10:49:51.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) 10/10/2024 11:05:00.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) 10/15/2024 03:35:46.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/15/2024 03:45:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 0/15/2024 04:10:47.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) 10/15/2024 06:44:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 10/15/2024 06:44:52.000 batteryremoved (55) 10/15/2024 06:44:52.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/15/2024 06:45:08.000 batteryinserted (44) 10/16/2024 15:08:38.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/16/2024 15:18:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 10/16/2024 16:43:37.000 alarmalertnotification (40) faultnumber: changesensor1alert (777). Earliest power data available per the power management tool/detail trace file is on 10/19/2024 11:04:58 am. There was no power data available for the date of 10/15/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or change sensor alert noted. Sensorerroralert - not confirmed. Changesensor1alert - not confirmed. Lowbatteryalert (104) - unknown. Please see below pertaining to svn (B)(6) and event date 29-may-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 29-may-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 29-may-2024 in the pump history file due to no data available. Please see below pertaining to svn (B)(6) and event date 29-jun-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 29-jun-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 29-jun-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Change sensor alert not confirmed. No current code/category not confirmed. (Sensor updating alert not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the change sensor, the sensor updating, and high blood glucose. The customer reported a blood glucose value of 348 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), other. The event involved product(s) mmt-7040a, mmt-431a, mmt-342, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and it was unknown whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-431a. No product return is required for mmt-342. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.